Manufacturer narrative:
H10: the device was not received for evaluation, however photograph were provided for investigation. The visual inspection of the provided photo, allowed to observe blood on the pressure sensor. The reported condition was verified. The cause of the event was due to a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour into treatment with a prismaflex m150 set c, an external blood leak was observed from the filter pressure pod. The treatment was ended with blood restitution. There was no patient injury or medical intervention associated with this event. No additional information is available.